Manufacturer narrative:
Device investigation: the device box showed crush and bend marks. During decontamination, while flushing the catheter, a leak and a crack in the hub of the catheter were noted. The body of the catheter is intact and the tip has the correct profile for this part. The catheter is non-functional. Conclusion: the kink reported in the complaint was not identified. There was, however, damage to the hub that renders the catheter non-functional. Given the condition of the returned package, rough handling prior to the procedure could have been the cause of the damage.

Event description:
A neuron select catheter was found kinked before use. There was no patient involved and the catheter was not used.